Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a contaminated force sensor, a force sensor high, and bad force sensor calibration (low). This report is made based on the results of an investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump was returned for investigation. Device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: all loss of primes in the black box were associated with rewinds and cartridge reloads. Testing performed pump rewind, load, and prime with no loss of prime. Pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime. Force sensor calibration was out of specification, low . Removed pump from case and removed force sensor plate. Force sensor shim plate was contaminated. Force sensor resistance was out of specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.